Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the console had black screen. The patient was under anesthesia when the issue was noted. It is unknown if the procedure was completed. No complications to the patient occurred due to this event.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the console had black screen. The patient was under anesthesia when the issue was noted. It is unknown if the procedure was completed. No complications to the patient occurred due to this event.

Manufacturer narrative:
Correction to the following fields: adverse event/product problem: corrected to reflect adverse event only. Serial number: reflecting console number. MFR site address:corrected to reflect USA address manufacturing site. The device history review (DHR) confirmed that the devices met all material, assembly and performance specifications prior to release. The console was evaluated on site. The console was tested and preventative maintenance was performed. Electric safety test was ok. The top cover was replaced. Set radiofrequency (rf) to 65 watts and waterflow to 2.1 lpm. The detector was set and rf adjustment was performed. The fiber port was cleaned. All settings in customer mode (vaporization & coagulation mode) were tested. Laser works properly according to manufacturer specifications. Based on the evaluation finding, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Correction to the following fields: adverse event/product problem: corrected to reflect adverse event only. Serial number: reflecting console number. MFR site address:corrected to reflect USA address manufacturing site.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the console had black screen. The patient was under anesthesia when the issue was noted. It is unknown if the procedure was completed. No complications to the patient occurred due to this event.